Event description:
The following information was reported to gore: on (B)(6) 2019, the patient underwent an emergency endovascular treatment for a ruptured abdominal aortic aneurysm using gore® excluder®aaa endoprostheses. Both the left and right distal sides of stent graft leg were landed on both common iliac arteries. On an unknown date, a distal type I endoleak was identified from the right distal side. In addition, the left internal iliac artery was confirmed to be enlarged. The left internal iliac artery was not the treatment site of gore stent graft. On (B)(6) 2025, a reintervention was performed, and an additional stent graft (ibe) was implanted in the right side to treat the distal type I endoleak. For the left distal side, embolization of the left internal iliac artery and stent graft placement extending to the left external iliac artery were performed.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.